Event description:
It was reported that the lead integrity alert (lia) triggered and that the right ventricular (rv) lead had 150 short interval counts (sic) and increasing impedance. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned to the manufacturer. Analysis of the device memory indicated the right ventricular lead integrity alert, the impedance trend on the rv (right ventricular) pacing lead was rising, and oversensing due to non-physiologic signals/sic (sensing integrity counter).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).